Event description:
The facilities biomedical engineer reported an 812:02 failure code which was observed during biomed testing. The hosp rep stated to the baxter svc facility they have no record of any pt incident involving the pump since the last baxter svc event.